Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus and basal delivery. Additionally, it was reported that the customer's fill estimate was inaccurate. Reportedly, the customer attempted to deliver a bolus of 17 units of insulin. Upon reviewing the pump data, tandem technical support was unable to confirm the fill estimate issue. The customer had not tested blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
Fill estimate issue- no failure identified.